Event description:
It was reported that review of the stored egms showed intermittent noise on both the atrial and ventricular channels. Suspected insulation breaks on both leads. The leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found an insulation abrasion at 48cm from the connector pin. The inner insulation was abraded in the same area, which could cause the reported noise problem.